Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. A 20mm x 3.25mm quantum maverick balloon catheter was being used during the procedure when the balloon ruptured at 15 atm on its initial inflation. The procedure was completed with a different device. The patient had no complications and is ok.

Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. A 20mm x 3.25mm quantum maverick balloon catheter was being used during the procedure when the balloon ruptured at 15 atm on its initial inflation. The procedure was completed with a different device. The patient had no complications and is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the quantum maverick monorail (mr) balloon catheter was received with a stopcock attached to the manifold. There was dried blood and contrast in the hub and wire lumen. There was a kink in the shaft 34.5 cm from the hub which separated while handling during analysis. The device was soaked in a bath of circulating 37°c water in attempt to dislodge dried contrast and blood and allow inflation of the device. An inflation device filled with water was attached to the proximal end of the fractured shaft in attempt to inflate the device. Inflation was initiated and the balloon burst at 12 atms, which created an 8mm longitudinal tear at the distal end of the balloon. Due to the reported event of balloon burst, it is likely a balloon hole existed which may have sealed with blood or contrast and was disengaged from inflation pressure during functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).